Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the pump connecting tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis confirmed the reported events related to the connecting tube crack. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. This wear would not affect the functionality of device. Both cylinders passed the leak and pressure tests performed. Product analysis was unable to identify device malfunction with the returned cylinders. The kit rear tip extenders (rte) cxr 1 cm were visually inspected and examined using a microscope. There was no damage observed on the rtes. The rtes appeared to be in good condition. Product analysis was unable to identify a device malfunction with the rte. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) to the cylinder had a hole from fatigue and was worn down to the filament. This resulted in leak from the tubing. The pump was functionally tested and did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to cracks in the pump connecting tube. Following the surgery, the patient was stable, improved and the event resolved.